Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the ok/enter button was under responsive. Reportedly, there was no damage to the keypad and no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. .

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2015. Device evaluation: the device has been returned and evaluated by product analysis on 05/21/2015 with the following findings: the contrast and up buttons were completely unresponsive. The down and ok buttons were intermittetnly unresponsive. Contamination was found underneath all of the keypad button contacts. Unrelated to the keypad, the audio bolus button was torn but still responsive. The display screen was dim and discolored.